Manufacturer narrative:
Investigation pending.

Event description:
A (B)(6) old female patient visited the clinic to confirm positive results from home pregnancy testing. An hcg urine test was performed using cardinal health hcg dipstick rapid test and a negative result was observed. The patient's last mentrual period was on (B)(6) 2016. Ultrasound was done 6 days after clinic rapid test = 12 weeks pregnant.